Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to an unknown cause. No additional adverse patient effects were reported. This right ventricular lead is not expected for return. A good faith effort will be submitted in an effort to obtain additional details of this event.